Manufacturer narrative:
The reported event of contamination in the stopcock was confirmed. The material stayed at the same location inside zero-stopcock after 5 minutes of continuous flushing. Per chemistry study, the black thread-like material was consistent with polyester. Further investigation was completed by the engineers on the manufacturing site. Based on this assessment, it was confirmed that related failure mode is supplier related, thus a supplier notification was provided to the facility. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received.

Event description:
It was reported that before use, an unknown black fiber-like material was found inside the three-way stopcock in an opened pouch. There is no patient involvement.